Event description:
It was reported that a malfunction occurred with error code malf 13. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer was instructed to use multiple daily injections as a backup therapy and was guided on how to put the faulty pump into storage mode before returning it. The pump was to be returned using a pre-paid label within 10 days, and the customer understood these instructions.